Event description:
It was reported that upon interrogation, the merlin programmer exhibited diagnostics anomaly. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information derived from analysis of the device associated to this programmer indicates a longevity diagnostic anomaly by the programmer. Upon review of session records, the programmer gave the estimation of 1.4 years near the end of the battery voltage¿s second plateau though the elective replacement indicator (eri) would occur in three months. The inconsistency in the longevity estimation was most likely due to a programmer software issue.

Event description:
Upon review, the merlin programmer should not have been submitted as a medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.